Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkin's lymphoma and cancer. There was a report of patient death. The device was returned to the third-party service center for evaluation. During servicing of the device, the unit passed final tests. The device has been repaired. Section g2 and h6 have been updated accordingly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkin's lymphoma and cancer. There was a report of patient death. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.